Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 22mm amplatzer septal occluder was chosen for implant using 10f amplatzer trevisio delivery system. During the procedure, when the occluder was being deployed in the left atrium, it conformed into a cobra-like deformation. The deformed device was released from the delivery cable while positioned in the middle of the left atrium, without interaction with any cardiac structures and without contact with surrounding anatomy. The occluder was subsequently recaptured, with no angulation or kinking observed in the delivery system, and the procedure was completed using a 24mm amplatzer septal occluder. The patient remained hemodynamically stable throughout the procedure, experienced no clinically significant delay, and recovered satisfactorily with no adverse patient effects reported.